Manufacturer narrative:
The event of delayed healing is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hypersensitivity/allergic reaction, delayed healing.

Event description:
Patient reported left side "tissue expanders put in in february and still has them in due to complications," "having a metal reaction" and "not healing well." Device remains implanted.

Event description:
Patient reported left side "tissue expanders put in in february and still has them in due to complications," "having a metal reaction" and "not healing well." Device has been explanted and replaced.